Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was reported to nova biomedical that a consumer experienced a hypoglycemic event while undergoing a heart test at a medical facility. It was unk whether the consumer may have been fasting for the medical test. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.